Manufacturer narrative:
D4, h4: manufacture date, and g4: 510k are unknown. No product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while exchanging for a tracheostomy tube, a leak was discovered. During use, there was also voice leakage during tracheal suctioning. The leak is occurring from the center of the cuff. There was no report of patient harm.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2026-02656-00 for details pertinent to this event.